Event description:
It was reported that the lead was attempted to be implanted but the lead insulation was accidentally "split" by the physician when splitting the catheter. Another lead was requested. No adverse patient effects were reported. The lead remains in hospital possession.

Event description:
It was reported that the lead was attempted to be implanted but the lead insulation was accidentally "split" by the physician when splitting the catheter. Another lead was requested. No adverse patient effects were reported. The lead remains in hospital possession.